Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's hearing perception is increasingly deteriorating. Testing was carried out which showed that since (B) (6) 2009, more and more electrode channels have had status hi. Currently, six electrode channels show status hi.